Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right ventricular lead exhibited high impedance, loss of ventricular capture in bipolar configuration and was suspected to be fractured. The lead was capped and replaced.